Event description:
It was reported that the patient no longer receives adequate coverage in the mid back. The patient underwent an ipg replacement procedure.

Event description:
It was reported that that patient no longer receives adequate coverage in the mid back. The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well postoperatively and the explanted ipg will not be returned.